Event description:
Procedure: gastric bypass. According to the reporter: the pt was vomiting at home. An upper gi was performed in 2008 to see if there was a stenosis. X-rays showed a foreign body in the posterior cul-de-sac. The foreign body was identified as a clamp cover button from the reload. A follow up procedure was performed on the next day to remove the clamp button.